Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. Additional reporter: (B)(6).

Event description:
The event involved a microclave connector where it was reported there was leakage. Peripherally inserted central catheter (PICC) and other brand purple's connector matching use, no leakage. When infusion is needed, replace purple "other" brand connector with c3300t. First flush the tube with a pre-filled catheter irrigator, and then administer the infusion, which soon leaks. The event occurred during infusion. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no med/surg intervention required. The device was changed out/replaced with no further problems encountered. Number of involved problematic devices is 3 pcs. Length of time device was in use 3 hours. There was patient involvement but no patient harm. This report captures 3 devices.

Manufacturer narrative:
A photo was returned showing the product inside a plastic bag. No defects or anomalies noted. Received three used 01c-c3300t microclave connectors, two used non-ICU medical needleless access devices, and two used 10 ml syringes for inspection. No defects or anomalies noted. Each syringe was used to infuse fluid through each of the returned devices. There was no leakage. Each 01c-3300t microclave was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in h6 component code.